Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported several failed battery alarms. Customer's blood glucose was 320 mg/dl. The customer stated he had not been using the insulin pump. He had treated his blood glucose with syringes. Troubleshooting did not find any damage to the battery compartment or spring. The customer was advised to use aaa alkaline batteries. No additional information provided.